Event description:
Reporter stated the customer was found unconscious by her neighbor. Her blood glucose was 40.4 mmol/l at the hospital lab, and she was diagnosed with diabetic ketoacidosis and admitted to the intensive care unit. She was tired and unresponsive, but she could walk and talk when admitted. She was treated intravenously with insulin, natrium chloride solution, and "ringeracetat." The customer and doctor believe the infusion device delivered too little insulin or no insulin at all without providing a warning. The alleged products were requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).